Event description:
A nurse reported that a cassette was identified with the cap on the patient line missing. The cassette was not used, therefore there was no patient involvement, no patient injury, and no medical intervention. The sample was requested for evaluation.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received and evaluated. A visual inspection confirmed the reported problem. The root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional relevant information becomes available.

Manufacturer narrative:
(B)(4). The root cause was updated to "manufacturing issue - assembly". This issue is being investigated through CAPA.